Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet displayed no screen visibility while the device remained powered and showed approximately three-quarters charge via the paired app; the user denied any drop event, blood glucose was reported at 142 mg/dl, and a replacement ilet was arranged with instructions to shut down the device and return it. Symptoms included no adverse clinical effects. Outcomes included no impact on glycemic control, continuation of cgm monitoring, and transition to backup therapy due to inability to announce meals on the nonfunctional pump. Investigation included device replacement logistics and user guidance to sync data to the mobile app prior to return. Investigation of this device revealed a suspected display failure consistent with a hardware screen visibility malfunction; no alerts or alarms were reported and the issue was confined to the display component. It was concluded, based on previously established findings for similar reports, that the cause was a display hardware malfunction.